Event description:
(B)(4). I have been having severe back pain and severe stomach pain on right side, head achs, stabbing pain in stomach, severe menstral bleeding,hair loss, had to go to ER for this and all test came back normal, told need to check into essure